Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ventricular nips was unable to be initiated when the patient was in an active therapy zone. The device had exhausted therapy, but was still in vt. The device was reprogrammed. The patient suffered no ill effect due to the delay.